Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not alarm no delivery. Customer complaining of site pain. The cannula was bent and did not enter the body. The blood glucose reading rose to the 500 range after breakfast. Nothing further reported.